Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿bumps¿ and ¿granuloma¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: intended use/indications: juvéderm volbella® xc injectable gel is indicated for injection into the lips for lip augmentation and for correction of perioral rhytids in adults over the age of 21. Warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: the safety and effectiveness for the treatment of anatomic regions other than the lips and perioral area have not been established in controlled clinical studies. Adverse events: in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Isrs lasting beyond the 30-day diaries were considered aes. Aes were also reported by the investigator at follow-up visits. Among the 139 subjects treated with juvéderm volbella® xc at the initial treatment, 14 (10.1%) experienced a total of 22 treatment-related aes. The most common treatment-related ae was injection site mass (lumps/bumps). Subjects treated with juvéderm volbella® xc experienced mild (7.9%, 11/139) or moderate (2.9%, 4/139) treatment-related aes. In general, the treatment-related aes required no action and resolved without sequelae. Among the 139 subjects who were treated with juvéderm volbella® xc at initial treatment and received repeat treatment with juvéderm volbella® xc, 3 experienced a total of 4 treatment-related aes after repeat treatment. These aes include 3 reports of injection site mass and 1 report of oral herpes. None required treatment. Of the 4 aes, 2 were mild (1 injection site mass [lumps/bumps] and 1 oral herpes), which resolved without sequelae, and 2 were reported with a maximum severity of severe (both events were injection site mass [lumps/bumps] in 1 subject) and then mild at the completion of the study.

Event description:
Company representative initially reported on behalf of a healthcare professional that a patient experienced an unconfirmed ¿granuloma" with one syringe of juvéderm volbella® xc. Healthcare professional later reported that the patient was injected in the lips and chin with one syringe of juvéderm volbella® xc and began experiencing, ¿bumps in lips¿ in the ¿body of lower lip¿ approximately 5 weeks after injection. Treatment of kenalog ¿3 mg/cc¿ was given to the patient 3.5 weeks after symptom onset. Kenalog treatment was repeated 3 weeks later, and was administered a for a third time about 5 weeks after that. Healthcare professional observed that, ¿lesions smaller from¿ the first kenalog treatment. Symptoms resolved an unknown time later.